Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
Discordant, falsely elevated potassium (k) results and discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension vista 500 result. The same aliquot of sample was repeated on the same instrument and the na result was higher and the k result was lower than the initial results. The repeat na result was reported to the physician(s). The laboratory then ran the patient's sample tube twice on the same instrument and k results were lower than the prior results and na results were higher than the prior results. The laboratory did not issue a corrected report for the na result as the result reported was clinically similar to the other repeat results. No k result was reported to the physician(s), as k had not been ordered for the patient and was only tested due the laboratory's practice of running k with all na tests. There are no reports of patient intervention or adverse health consequences due to the discordant results.